Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, a versajet's stream delivery was inaccurate. The handpiece was replaced during surgery and the procedure continued with no issues.